Event description:
It was reported that during a laparoscopic appendectomy procedure, all three devices would not fire and got the lock out symbol. The patient had to be converted to open to complete the case.

Manufacturer narrative:
(B)(4). Additional information has been requested, a supplemental report will be sent upon receipt of further detail. The analysis found that one ec45a device was returned in good visual condition and with six ecr60w cartridge reloads loaded in the device. The cartridge reloads were received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.